Event description:
During a donor nephrectomy, three separate devices were used during the case. All three had clips that scissored completely. The device would fire properly and then fire scissored clips. No reported pt consequence.